Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast augmentation revision with two 475cc mentor memorygel breast implants, suffered the following post-procedure: bilateral breast capsulations, extremely hard and deformed breasts, bilateral breast pain, nerve pain that shoots down from breasts, chest, and to arms, numbness of arms, ring and pinky fingers, electric shock in both breasts, severe nodule in breast tissue that measures three inches across, severe engorgement that doubles right breast's size, nipple pain, and slight nipple discharge bilaterally. In addition, it is painful for the patient to lay on their back flat, cannot lay on stomach and needs to sleep elevated, could not lift arms due to pain, cannot wear regulars bras and has to wear sports bras, has to keep ice or heating pads on breasts due to pain, and feels like a muscle or tendon is being pulled, especially in the right breast. Lastly, MRI, ultrasound and 3-d imaging showed possible cancer but as result of her dense tissue, it is difficult to confirm if it is cancer or not. It is suspected to be benign. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 21, 2021, mentor received additional information indicating that the patient has been diagnosed with right breast capsular contracture (baker grade unknown), will undergo right breast capsulectomy, has animation deformity, and multiple breast cysts. However, at this time, the explantation surgery has not been scheduled. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 8, 2021, mentor received additional information indicating that the patient was also diagnosed with possible right breast implant rupture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2023. On (B)(6) 2023, mentor received additional information indicating that the patient's capsular contractures were diagnosed as baker grade iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture associated with breast implant, breast mass, paresthesia, local reaction.

Manufacturer narrative:
On september 21, 2022, mentor received additional information indicating that the patient had no diagnosis of rupture but the patient's capsular contractures were baker grade 2 on the left breast and baker grade 3 on the right breast.